Event description:
It was reported that an ilet user experienced elevated blood glucose at 285 mg/dl without symptoms after receiving steroid treatment, and the agent provided education that steroids can increase glucose; no device-specific component issue was identified and device component information was insufficient. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.